Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the insertion tube coating peeling issue could not be determined, however, the issue was likely the result of physical stress - user handling/mishandling. Additionally, the observed foreign material adhering to the objective lens, insertion tube and light guide lens, could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the device being returned without reprocessing being completed/ insufficient device cleaning/reprocessing. The event can be prevented by following the instructions for use (IFU) which states: 3.2 preparation and inspection of the endoscope 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Instructions olympus bf type pe2_ troubleshooting_ returning the endoscope for repair warning:thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the healthcare facility or at olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the coating on the connecting tube was peeling. Additionally, foreign material was discovered in the objective lens, the connecting tube, and the light guide cover glass. The customer's originally reported issues were confirmed. The following additional findings were also noted: presence of foreign objects in several other locations, discolored and sticky components, broken and cut bending section cover and detached bending section cover adhesive leading to loss of water tightness, dented forceps channel port, light guide bundle had significant breakages, and wear of the angle wire resulting in bending angles in the up and down directions to not meet the standard values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during routine maintenance of the device, it was discovered that their bronchofiberscope device had a damaged bending tube and black dots in the image. Upon inspection and testing of the returned unit on 04sep2023, it was discovered that the coating on the connecting tube was peeling. Additionally, foreign material was discovered in the objective lens, the connecting tube, and the light guide cover glass. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.